Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 20206, the patient¿s parent reported ongoing sensor inaccuracies, with cgm readings differing by approximately 100¿200 mg/dl and experienced repeated brief sensor signal loss lasting up to 6 hours at a time. The parent stated that the patient often does not perceive or report symptoms when blood glucose levels are high or low. On (B)(6) 2026, around 1:00 pm, the cgm displayed a reading of approximately 160 mg/dl, while a fingerstick blood glucose (fsbg) reading was approximately 308 mg/dl. These discrepancies occurred intermittently over several hours. The patient was treated at home with insulin administered via an omnipod pump; however, the cgm continued to lose signal and briefly reconnect, and calibration attempts did not resolve the issue. Due to persistent hyperglycemia, the patient¿s mother transported the patient to the emergency room (ER). Upon arrival, the patient¿s fsbg was approximately 400 mg/dl. The parent reported that the patient developed diabetic ketoacidosis (dka). Cgm readings while in the emerggency room were not reported. The patient was treated with intravenous (IV) fluids for approximately 2.5 hours and was discharged once stable. Following discharge, the parent reported that the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100-200 points off. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.